Event description:
It was reported that during a mini aortic valve replacement, the catheter could not be inserted into the introducer. Another catheter was obtained and used with the initial introducer that was already inserted. The second catheter was inserted successfully, and the case was completed with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form.